Event description:
It was reported that during the device replacement procedure, the pace/sense portion of the right ventricular (rv) lead was placed into the left ventricular (lv) port. Within a month of implant, the rv lead exhibited oversensing. It was suspected that the cautery used during the replacement procedure was the cause of the oversensing. The lead will be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.